Event description:
It was reported that during a meniscus sewing the staple could not be removed from the feeder. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2022 update dw further information were provided that one of the staples did not came off the feeder during the surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual inspection was unremarkable. Functional testing without the suture assembly was unremarkable. Device was returned without suture assembly. Due to the missing suture assembly the complaint cannot be confirmed.